Event description:
The customer reported that during a case the system displayed an "input signal" error message. The case was completed with a different machine. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation ps2 dc power supply was replaced. The system was tested and found to be working as intended and put back into service.